Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2026 due to a dialysis related issue. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2026 with complaints of abdominal pain and drain complications. The pdrn attempted to remove/infuse solution into the patient¿s abdomen, however flow could not be established. As a result, the patient was sent to the hospital for a computed tomography (CT) scan, and while being assessed in the emergency room a peritoneal effluent fluid culture and cell count (elevated wbc, results unavailable) were collected. The CT scan revealed the patient¿s pd catheter (not a fresenius product) tip had migrated out of position and would require revision. However, on (B)(6) 2026 during surgery it was decided the patient¿s abdomen was too enflamed to replace the pd catheter (removed), and a hemodialysis (hd) catheter (not a fresenius product) was placed instead. The patient was diagnosed with peritonitis and is being treated with intravenous (IV) antibiotics (drugs, dosages, durations, frequencies unavailable). The patient was transitioned to hd and is recovering from the serious adverse events. The patient remains hospitalized and will remain on hd for approximately 1-2 months. The pdrn stated the organism and cause of the peritonitis is unknown; however, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization and antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not firmly be established. However, the pdrn reported the serious adverse events are unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Patients with esrd are at a higher risk of acquiring infections than the general population, due to their weakened immune systems. Based on the information available, the liberty select cycler, liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.